Event description:
Boston scientific received information that this lead had a conductor fracture. The fracture was confirmed via x-ray and fluoroscopy. Pacing was not delivered at a time when needed. There were no adverse patient effects. This lead was explanted and replaced successfully.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was thoroughly examined. The poly tubing was bent and there was a complete coil fracture near the terminal pin.